Event description:
A waiver of service was received. No complaint or litigation was attached, but a case number was present. Therefore, we are reporting an unknown pinnacle hip. Should we receive further information, we will update the complaint accordingly. Update 2/18/2015- pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated pain, pseudotumor, and corrosion on the taper. Lab results from (B)(6) 2013 and (B)(6) 2014 indicated the metal ions levels were below 7ppb.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (UDI#: (B)(4).

Event description:
Ppf alleges metal wear and metallosis. After review of medical records, patient was revised to address painful right hip replacement. Operative note indicated some black synovium and pseudotumor formation. The cup was note to be well fixed.